Event description:
The manufacturer received information alleging a ventilator was alarming for a "check circuit" alarm condition. There was no harm or injury reported. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "check circuit" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor was recalibrated to address the issue.